Manufacturer narrative:
H2, additional information received) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, version: 2.1.0, ubd: unknown, UDI#: unknown see section b5 and d4. H6) img code updated to reflect added case part. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the issue was due to the way the site exported exam to site. No logs to be collected as was due to hospital error.

Manufacturer narrative:
H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that when attempting to load in a diffusion exam for use with tractography that instead of seeing one exam with 1000+ slices as they had in the past, the scan came through as five series containing around 60 slices each. Two of those series were recognized as diffusion sets by the system, but they did see errors on the others stating "cannot be used with navigation system" or "not optimal for system". One exam was not optimal as "dicom data indicates this may be a diffusion exam which failed to import -series contains less than 6 gradient directions which is inadequate for tract creation". No patient present. Resolved on call. Troubleshooting included advising the customer that they should make sure they are importing the original multi-directional acquisition instead of the post-processed scans. They were also advised that if the scanner used was a siemens that they should be sure to not export as enhanced dicom format. Adjustments were made in how the exam was exported to the system which resolved.

Event description:
Additional information was received. It was reported that the magnetic resonance imaging (MRI) did not send the correct exams to picture archiving and communication system (pacs). There was no error or fault on the system.

Manufacturer narrative:
Please see section b5 and section e for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2/h6: the software analysis was completed. The software appeared to be functioning as designed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.